Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the thread was one unraveled piece and still attached to the screw. It looked like a thin squiggly line. The surgeon was able to grab and remove the piece easily.

Event description:
It was reported that 4.0 cannulated steel screw (40mm in length) uncoiled upon insertion during a surgical procedure. While the guide wires were being used, the screws hit one another causing one to become unthreaded. Although there was no allegation against the wires, the surgery was extended by approximately five (5) minutes to pull the wires out. No reported patient harm. The screw remains implanted in the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient weight is unknown. Device was not explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.